Event description:
(B)(6). Date of event: (B)(6) 2013. According to the information received, it was reported that the tip of the suction tube broke into several pieces during a surgical procedure. This event happened during a laparoscopic kidney removal. The surgeon stated the he brought leverage down to the cannula because the patient was overweight and the kidney was large. The surgeon removed one fragment from the patients body. No additional pieces from the cannula were noticeable. The complaint states that the patient is ok.

Manufacturer narrative:
The product was returned to coloplast. Based upon the additional information provided to coloplast that the user applied leverage to the cannula during the procedure, it is determined that the cause of this incident is due to the user and this complaint is not confirmed as a product defect.